Event description:
It was reported that the vertical lift on the 9800 sys is not working. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The sys was tested and found to be working as intended and placed back into svc.